Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 1 year, 6 months and 21 days post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra resilia valve, the patient underwent a valve-in-valve tavr procedure with a new 23 mm sapien 3 ultra resilia valve. It was indicated that the valve-in-valve tavr procedure was due to stenosis and endocarditis. No additional details have been provided at this time.

Manufacturer narrative:
A supplemental report is being submitted for correction and includes additional information provided via medical records. The following sections of this report have been corrected/updated: a2 (age at time of the event), b7 (other relevant history, including preexisting medical conditions), h6 (health effect - clinical code, device code) and h11 (additional narrative/data). Medical records were provided for evaluation. Per review of the medical records, the patient presented with prosthetic aortic valve stenosis and was experiencing progressive shortness of breath. As a result, the patient was being considered for a valve-in-valve transcatheter aortic valve replacement (tavr) procedure. An echocardiogram was performed showing an ejection fraction of 50-55%, thickened leaflets and calcification with restricted mobility of the bioprosthetic aortic valve. There was likely moderate to severe stenosis and moderate central regurgitation. The valve area was 1.0 cm2 and the mean gradient was 17 mmhg. There were no obvious vegetations noted. The patient was noted with a history of endocarditis that occurred approximately 4 months post tavr procedure. The endocarditis was identified as streptococcus gordonii bacteremia. The patient completed 6 weeks of antibiotics treatment, and the endocarditis was cleared. Due to the patient's history of endocarditis, the patient had an ID infectious disease (ID) consult and the ID noted that the patient's current transesophageal echocardiogram (tee) showed no evidence of endocarditis, and there was aortic stenosis without vegetation. The investigation is still ongoing.

Manufacturer narrative:
A supplemental report is being submitted for correction and includes additional information from the investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h11 (additional narrative/data). The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it remains implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. However, medical records were provided for evaluation and the medical records indicated there was valve calcification. Additionally, imagery was provided for evaluation. A review of the imagery revealed a 23 mm sapien 3 ultra valve in good position and expanded at the mid portion at 21.9 mm (0.5 mm added for outer diameter). All three leaflets had extensive calcification especially at the leaflet tips. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, structural valve degeneration related to calcification for the sapien 3 ultra resilia valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to patient factors (age, disease state, patient co-morbidities, and/or pharmacological intervention). In this case, the valve calcification that resulted in a valve-in-valve being performed was confirmed based on the provided medical records and imagery. The available information suggests patient factors likely contributed to the event as the patient had a medical history of pre-existing comorbidities (hyperlipidemia, chronic kidney disease, and diabetes mellitus type 2) per the medical records. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the transcatheter heart valve (thv). These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, and diabetes mellitus. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.